Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from the patient's spouse the patient expired. Four months prior, the patient reportedly became very weak. It was noted the patient had a history of bypass surgery and approximately six months prior to his death experienced a stroke which effected his speech. After the stroke, he spent six weeks in a nursing home. It was reported that the patient also had lifted car batteries and the wife believes this possibly contributed to a lead dislodgement which may have been related to the patient's death. It was reported that the patient died in his sleep.